Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator failed the pre-use check (puc) during the pressure transducer test. An onsite investigation was conducted by our field service engineer. The pressure transducer printed circuit board (pcb) was defective and was therefore replaced. The ventilator passed all functional and safety test and was cleared for clinical use after that. This can't be confirmed due to the lack of logs. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The pcb was sent for further investigation. A ocular inspection of the returned component did not reveal any abnormalities. However, simulated testing showed multiple failures in the puc, including internal leakage and pressure transducer tests. Upon disassembly of the plastic connector on the pcb, debris and/or dirt was discovered. The reported issue was reproduced and it was determined that the contamination found caused the reported issue at the time of the event and during the simulated testing conducted in the investigation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the pressure transducer test failed during pre-use check and replacement of the pressure transducer printed circuit board (pcb) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The device's logs were not provided for further analysis. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Since the replaced part was not returned for investigation, the root cause of the reported failed pre-use check has not been conclusively determined, but the pressure transducer pcb was most likely contributing to the event.